Event description:
Revision surgery- the pt chronically dislocated.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.8 months of pt use. There is no info in this complaint about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The device was not returned to djo surgical examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the (B)(4) complaint for this part number (B)(4). The root cause was not determined with confidence. There is no info reported that showed a material, design, or mfg problem with the product. Several factors not related to the implant can play a role in instability; such as loose joint from inadequate soft tissue, implant selection, or pt activity.